Event description:
It was reported on 03/25/2022 by a facility representative via sems that an ar-6482 remotes wires are exposed. This occurred during a case with no patient harm.

Manufacturer narrative:
Complaint not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.